Event description:
It was reported during surgery, the surgeon used the acu-loc 2 plate and inserted the locking screw. During screw insertion, the driver tip broke, and the driver tip fragment could not be retrieved from the patient. This report is related to report number: 3025141-2023-00674 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver tip was examined under magnification. Torsional and oblique fracture patterns were identified. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.